Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as device location is unknown. Concomitant medical products: item# 15-106058 m2a-38 cup non flared size 58mm lot# 570050, x11-180315 bi-metric/x porous neck lat 15x155 lot# 333810. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 02587. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent a total hip arthroplasty revision approximately thirteen (13) years post-implantation due to elevated ion levels and chronic hip pain. No additional patient consequences were reported.